Event description:
A purchasing agent reported an intraocular lens (iol) was exchanged due to an undesired outcome. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned fro evaluation. Solution is dried on the lens. The optic is scratched, cracked and torn/split almost in half. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(6).